Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial signals on the right ventricular (rv) lead. Technical services (ts) reviewed device data and recommended reprogramming options. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial signals on the right ventricular (rv) lead. Technical services (ts) reviewed device data and recommended reprogramming options. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.